Event description:
The customer reported that she was hospitalized due to high blood glucose levels and vomiting. The customer's blood glucose reading was 500 mg/dl. The customer had experienced high blood glucose levels for the past week. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer mentioned that the screen was badly scratched. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.